Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka/fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use blood leaked from the middle of tubing with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (2 of 2) it was reported that blood leaked from the middle of the tubing.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that during use blood leaked from the middle of tubing with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (2 of 2). It was reported that blood leaked from the middle of the tubing.